Event description:
It was reported that during a shift check, the autopulse platform displayed a "replace battery" message, when fully charged batteries were inserted into the device. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer on 05/29/2015 for evaluation. Investigation results are as follows: visual inspection was performed and found that the battery lock pin was bent and the front enclosure was damaged. From the condition of the platform, the damages appear to have been caused by normal wear and tear (autopulse manufactured in 11/2012). Functional testing was performed and the reported complaint that the autopulse platform displayed a "replace battery" message was confirmed. Further inspection determined that the cable from the processor to the pdb board was defective. Unrelated to the reported complaint it was also observed that the back light on the lcd display was flickering and is attributed to the processor board being defective. After the cable from the processor to the pdb board and processor board were replaced, the autopulse platform was run for 25 minutes using a test mannequin and an additional 15 minutes with a lrtf (large resuscitation test fixture equivalent to 250 pounds) and no problems were observed. The platform passed functional testing. A review of the archive was performed and multiple user advisory (ua) 30 (error communicating with fan controller (replace battery)) faults were observed on the reported event date of (B)(6) 2015, thus confirming the reported complaint. Based on the investigation, the parts identified for replacement were the cable, processor board, battery lock pin, and front enclosure. In summary, the reported complaint that the autopulse platform displayed a "replace battery" message was confirmed during archive review and functional testing. It was determined that the cable from the processor board to the power distribution board was defective. Unrelated to the reported complaint, the back light on the lcd display was flickering the display was flickering and is attributed to a defective processor board. Following service, the platform passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on 05/29/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.